Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2019 and suture was used. It was reported that the suture was broken during dermostitch. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # ==> (B)(4).